Event description:
A report was received that the patient was in the hospital due to infection. It was unknown if the infection was device or procedure related.

Manufacturer narrative:
No further information can be obtained. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was in the hospital due to infection. It was unknown if the infection was device or procedure related.